Event description:
During a hand assisted laparoscopic nephrectomy procedure, the doctor tried the device, but was unable to get the right position without articulation. They then asked for a device of a different product code. Once in position across the renal artery, the device was closed for 10 seconds then fired. Upon opening the device, excessive bleeding occurred because of partially formed staples. Hemostatsis was obtained by the surgeon squeezing the vessel. A clip was then placed across the structure. The surgeon then asked for another like device. After positioning the second device across the renal vein, the surgeon closed the gun for 10 seconds, then fired it resulting in the reload extending outside the device by approximately 6-8mm. Improper staples were formed with very little hemostatsis. The case was finished with the original device. There were no patient consequences.